Event description:
The surgeon concerned with intraoprative impingements caused by the sewing ring fabric. The event date was reported as approx three months prior to co's notification and occurred at a facility outside the u.s. No consequence was reported for the pt during the intraoperative mitral valve replacement.